Event description:
Dr placed these implants and when placing the abutments on the implants came out.

Event description:
Dr placed these implants and when placing the abutments on the implants came out.